Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The guidewire was examined, and it was discovered that the guidewire was slightly bent in the middle section on ptfe, likely due to a complication that occurred during the procedure. The guidewire ptfe coating was examined under magnification. The ptfe was scraped off at approximately 32.0cm from its proximal end. The torque device was on the guidewire where the ptfe was compressed scraped. The ptfe coating appeared to have been scrapped with sharp object or torque device collet. The guidewire was slightly shaped on its distal section. During functional testing the guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was not smooth due to the bend on the guidewire. The guidewire was loaded and advanced into a demo excelsior sl-10 microcatheter. The guidewire came out of the microcatheter distal end slight friction was encountered. The observed ptfe coating peeling is believed to have occurred from an insecurely tightened torque device. Therefore, a cause code of 'use error' as been assigned to the analyzed ptfe coating peeling.

Event description:
Analysis of the returned device revealed that the guidewire polytetrafluoroethylene (ptfe) coating was scraped off. There were no clinical consequences to the patient reported.